Event description:
It was reported that the patient had no external power alarms anytime their black power lead was disconnected. The patient had a history of the short shield for years. A review of the log files confirmed no external power events. The patient's backup battery was reseated to see if the ribbon cable was the cause of the issue. The issue remained after reseating the battery. The system controller was exchanged and the alarms resolved. Related MFR 2916596-2020-05124 captured onset of short to shield damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm occurring whenever the patient¿s black power cable was disconnected was confirmed via the provided log file. The log file contained data spanning approximately 34 days (05mar2024 ¿ 08apr2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. No external power alarms were observed throughout the data, occurring whenever the patient disconnected their black power cable from external power during power source exchanges. The white power cable was connected to power during these alarms. The alarms resolved when the black cable was reconnected to power, and no other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the alarms resolved upon exchanging the system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.